Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the display was dim and discolored. It was reported that the issue had occurred gradually and was first noticed 6 months prior to the complaint date. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 08/2/2015-product analysis:the device was returned and evaluated by product analysis on 08/03/2015 with the following findings:investigation revealed the display screen was dim and discolored. Unrelated to the complaint, the battery cap threads were damaged. A test cap was used for investigation. Evaluation revealed the contrast keypad button was intermittently responsive. There was evidence of keypad contamination found under all key contacts. The keypad was found to be intact; no peeling or lifting was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.